Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was alarming motor error during prime and it was making a noise during rewind. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. However, an unexpected motor noise anomaly noted during rewind due to faulty motor. The motor home switch found corroded during visual inspection. The insulin pump was received with cracked case at display window corners, display window, cracked battery tube threads and minor scratched lcd window.